Event description:
It was reported, that this lead was attempted, due to other/non product experienced. This lead was never in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).